Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist found that the drawer 12, a matrix drawer, did not open due to being jammed by an item. After having the user pulled on the drawer, it was freed, and the medication was able to be issued. The system functioned as intended after the technical support specialist verified the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed to open when user tried to issue fluconazole 150mg tab. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.